Event description:
The facilty's biomedical technician reported an infusion pump with a tripe alarm found during biomedical testing. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. No additional contact information was provided.